Event description:
During a total abdominal hysterectomy procedure, the knife blade disengaged form the instrument. The hosp has reported that no pt injury occurred. Another instrument was used to complete the procedure.